Event description:
Event description guidant received information that that this cardiac resynchronization therapy defibrillator (crt-d) implanted slightly more than 2 months, delivered an inappropriate shock that inhibited pacing. Episodes show reproducible noise on both ventricular rate/sense and shock channels. The patient was sleeping at time of event. The shock put patient into atrial fibrillation (af). This has happened on four separate occasions. The patient reports no symptoms.